Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported by nurse, that a failure drill hole was made, the twist drill didn't hit the hole, but the nail.

Manufacturer narrative:
Product inquiry states the target device gamma3 to be the subject product. The target device returned is identified as being a new design version. A review of the DHR revealed no discrepancies. The item returned was documented as faultless prior to distribution. As the device had been in use for a longer time (manufactured in 2009) we pre-suppose that the device had fulfilled its tasks in former surgeries as intended without any problems reported. Functional test revealed neither proximal nor distal contacts of the drills to the drill holes of a sample nail. The function of the target device returned is fully given. The alleged guidance inaccuracy could not be reproduced. Potentially reduced accuracy in guidance is usually found during functional check (required per IFU). In case of any deviation it is realized prior to use. Pre-supposing that targeting accuracy for drilling was confirmed by pre-operative check it was concluded that the event(s) were mainly based in the intra-operative procedure. Reasons for misaligned drilling are various. Potential miss-targeting can also be caused but is not limited by e.g:. Loosening of the nail holding bolt during insertion of the nail ; repeated tightening of the nail holding screw prior to distal targeting / drilling is recommended; not realized unintended loosening of the attachment knob (will lead to release of the drill sleeve); no use of drill with centre tip / unfavourable bone contour; drilling without drill guiding sleeve; using blunt or damaged drill. High forces applied to the target device during drilling eventually leading to unintended distortion in the system of drill, sleeve, target device and nail. The usage of the ¿new¿ drill guide sleeve (B)(4) (improved drill guiding feature) instead of (B)(4) may ease the distal locking procedure. Regarding mis-drilling the operative technique has already been modified by ecn (B)(4). Referring to received information it is suggested that potential deviation in targeting accuracy should have been detected during required functional check prior to use. No information was given which kind of nail had been used. Further, the kind of preparing the intramedullary canal may be essential for inserting the nail without deflection. Depending on the bone curvature this may contribute to sufficient drilling. Although a real root cause could not be determined the alleged event is most likely caused due to a sub-optimal intra-operative procedure. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It was reported by nurse, that a failure drill hole was made, the twist drill didn't hit the hole, but the nail.